Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 46 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 2 devices were evaluated in the field and the issue was confirmed; 1 had a calibration issue, and 1 was put into use without removing the shipping pins. The devices were repaired and returned. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 50 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
1 device was reported to have no defect found. This device was incorrectly reported to have had an inaccurate scale.

Event description:
This report summarizes <noe> 49 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.